Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used on a patient. The root cause was determined to be a failure of the o2 mixer valve assembly. The o2 mixer valve assembly was replaced which resolved the issue. There was no patient or user harm.

Event description:
While using this c3 with 80% oxygen level setting on the patient, a low oxygen alarm occurred. Therefore, the hospital staff replaced this c3 with another ventilator.